Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not pass the user test and an event code is logged in the memory of the device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the therapy module pcb assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed therapy module pcb assembly and determined that the cause of the reported issue was due to diode, designator cr30. Cr30 was inoperable and caused an "abnormal delivery" message, and the negative portion of the biphasic waveform to be missing.